Event description:
IV therapist inserting 18 gauge l-cath PICC [peripherial inserted central catheter] line experienced great difficulty removing the guidewire. Removal of the guidewire required extensive manipulation, resulting in a small hole at the hub of the catheter. The hole was successfully repaired. Due to concern regarding the degree of manipulation required, the pt had 2 chest x-rays to verify catheter placement but also to assess the integrity of the catheter. There is another guidewire issue with this brand of catheter this same day with another pt.